Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery system broke during insertion. The procedure was completed successfully with no patient complications reported.